Event description:
Several incidents of neonatal feeding tube cap breakage requiring removal and replacement of feeding tubes. Manufacturer response for tube, feeding, ameritus (per site reporter) unknown.